Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a shaft break occurred. A 3.00 mm x 24 mm synergy xd drug eluting stent was selected. During use, the catheter broke into two pieces. No further information was provided.